Manufacturer narrative:
Additional information: b5, h10 upon evaluation, it was determined that the event reported on 8030665-2020-00348 was not a reportable event related to fmc products. There was no serious injury, adverse event, or reportable malfunction. There will be no further updates on 8030665-2020-00348.

Event description:
Upon follow up with the peritoneal dialysis registered nurse (pdrn), there was no actual fluid leak. The patient told the pdrn that the hospital nurse began tightening a connection that did not require tightening and in the process pushed in the blue pin accidentally. Afterwards, the patient experienced unknown alarms but silenced them to continue. The pdrn stated the next morning, after the alleged fluid leak, she inspected the cycler and supplies and could not detect any leak that may have occurred. All subsequent treatments have been performed successfully. The patient has been new to pd therapy for 3 weeks and has received extra training on pd therapy. The pdrn stated the patient may have been disconnecting while priming but cannot confirm this. The details surrounding the fluid leak event are not clear and therefore cannot confirm the cause of the reported event.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the pd catheter after ending their pd treatment. The hospital nurse reported not receiving an alarm during treatment. It is unknown at which point in therapy the leak may have begun. Fluid did not come in contact with cycler. The cause of the leak is unknown. The hospital registered nurse (rn) accidentally pushed in the pin connector after the leak was discovered. The rn was advised to cancel treatment and re-setup with new supplies. Upon follow up, the rn confirmed that the reported fluid leak occurred during dwell 2 of 5 near the pd catheter. The rn could not confirm if the leak originated from the pd catheter or cassette tubing connector. The rn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The rn could not confirm if the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however stated the nephrologist recommended the patient complete peritoneal dialysis treatment using new supplies on the original the cycler. The rn could not confirm if the cassette was available to be returned to the manufacturer for physical evaluation.